Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. It was also noted that the patient was experiencing difficulty charging the ipg. Database analysis revealed that the charging logs noted suboptimal charger to ipg coupling which increases the charge burden and frequency of charging, the logs also noted that during charging sessions the ipg has not been regularly fully charged. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial:(B)(6). Batch: (B)(6).